Event description:
It was reported that during central processing, loose part in the tip of the permanent cautery hook instrument was noted. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed, and the plastic proximal clevis broke. One of the broken pieces was not missing and one broken piece was missing as a result of the breakage. The size of the missing piece is approximately 0.039¿ x 0.112". The complaint was confirmed by failure analysis.